Manufacturer narrative:
Field service engineer (fse) made service call on (B)(6) 2015. Customer reported low pressure. Found leak at rotary valve. Performed yearly pm at the same time. Fse made follow-up call on (B)(6) 2015, and customer reported now having many samples with high total area. Fse asked her to run a few samples without the caps on the tubes with no high total areas. Fse asked customer to replace sample needle and was informed they were too busy. Fse came back and replaced the sample needle (from customer stock) and ran 40 samples with no high areas. The g8 analyzer is in good working condition and was functioning as intended and the issue cleared. No further action required by field service. The probable cause of the event was air in the lines. A complaint history review for serial number (B)(4) was conducted from 15-apr-2014 through (B)(6) 2015 for similar complaints. There were two (2) similar complaint to the present issue. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported the g8 analyzer was experiencing high pressure, then leak at filter and low pressure. The customer is unable to run hba1c in the patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.